Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2001- the pt was implanted with bard/davol 'marlex' mesh during an anterior and posterior colporrhaphy, followed by pelvic laparotomy with abdominal colposacropexy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additional, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will submitted.